Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed on the exposed portion of the soft cannula, from which fluid leaked. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 303 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was not delivering insulin.